Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported that the patient couldn¿t get their therapy to work, she has given it months to work, and is getting shooting pain in the rectum and down the legs and is in pain all of the time. Patient said she increases the setting so that it will work, however the higher settings cause pain. Patient said that if the pain is really bad she will turn stimulation down. Patient said that hcp (healthcare professional) prescribed fiber medication and laxative and she has diarrhea. The patient has to change and showers at least twice a day due to her symptoms. Patient also mentioned that ins sticks out more than she expected. Patient said that there was a student during her procedure and was told that she has arthritis and it took longer to place as a result. The patient has worked with all of the initial programs and said that program one works the best and when she uses the other programs it stimulates her bladder. Patient was directed to call hcp office to schedule a reprogramming session. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.